Manufacturer narrative:
(B)(4).the insulin pump was unable to prime during prime test due to faulty force sensor resister. Unable to verify no delivery alarm due to prime anomaly. The device was received with minor scratched display window, cracked display window corners, cracked battery tube threads.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump was giving an unusual no delivery error alarm. Customer stated that after rewinding the customer inserted the reservoir and pressed act. Then the device started counting insulin units and then gave a no delivery alarm. Stated the device was not working. Customer's blood glucose was not provided. No further information reported.